Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. One conquest catheter was returned in two pieces. The balloon size for this product is printed on the hub of the catheter and identified the returned sample with a 8mm x 8cm balloon. The guidewire hub appeared to have dried blood inside of it. The inflation hub appeared clean. The balloon appeared bloody and exhibited torn pebax 9.5cm from the distal tip. Within the torn pebax there was a circumferential fiber that was approx 1cm in length, that was unraveled and not fully attached to the balloon. Upon further examination there was a raised edge of pebax on the body of the balloon 4.5cm and also 6.4cm from the distal tip. These raised edges appear to be drag marks. Otherwise the balloon visually appeared intact. The bifurcate end was cut from the catheter at approx 1.4cm from the distal end of the strain relief. The shaft of the catheter did not exhibit any kinks or any other anomalies. The refold tool was not present on the shaft, or returned. The length of the catheter, with the two sections placed side by side, measured at approx 76.5cm from the distal end of the balloon to the strain relief. The patency of the guidewire lumen was checked with a 0.035 inch guide wire and the wire could not be inserted into the distal tip of the balloon due to dried contrast media. Also attempted to insert the guidewire through the guidewire hub and was not able to. The evaluation results are confirmed for unraveled fibers and torn pebax. It is unk how the unraveling occurred. Definitive root cause is unk.

Event description:
It was reported that a pta balloon had frayed and loose fibers upon removal from the pt. Reportedly, the device was difficult to remove from a stent graft that had been implanted during a previous procedure. After several attempts at removing the pta balloon from the stent graft were performed, the physician then cut the proximal portion of the balloon catheter off and advanced a large introducer sheath over the catheter shaft to the site of the pta balloon and was able to successfully free the pta balloon from the stent graft. No pt injury.